Event description:
It was reported that during a prostate procedure, the tip of the side-firing fiber was noted to have detached inside of the pt and was unable to be retrieved. The surgery was stopped. "No injury to the pt" reported.